Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor exhibited far p-wave over-sensing and post-sensed t-wave over-sensing. Programming changes were made. The patient was in stable condition.